Event description:
The nurse reported difficulty obtaining oxygen saturation level and called the respiratory therapist. The pt was without respiratory distress or complaints. The rt identified a use error. Someone (pt's relative or health care worker) incorrectly set up the oxygen cannula. The rt placed the pt on 100% non-rebreather and achieved an acceptable range for oxygen saturation. Error: an unknown individual incorrectly placed the cannula to the 50 psi power take off. Corrective measures: the cc restricted the use of flow meters with 50 psi power takeoff connections to intensive care units where rt manage the care more closely. Rt completed house-wide search of flow meters and notified nursing risk mgr of incident.